Event description:
The customer reported false reactive alinity I anti-hbs results generated by the alinity I processing module for a patient, which were inconsistent with the result from the previous year. No information was available regarding the patient¿s vaccination status or medical history. The following data was provided: (B)(6) 2025 alinity I anti-hbs result = 108.4 miu/ml and 118.3 miu/ml (lot 72169fz00). (B)(6) 2025 alinity I anti-hbs result = 102.4 miu/ml (lot 71600fz00). Other result provided: (B)(6) 2025: anti-hbc = 0.13 s/co (negative), hbeag = 0.4 s/co (negative), anti-hbe = 16.9 (negative). (B)(6) 2025: hbsag = 0.01 iu/ml (negative). Previous (2024) anti-hbs result = negative. Update: on (B)(6) 2025, reference laboratory results were provided: reproducibility test = 108.28 miu/ml. Dilution linearity test = poor dilution linearity. Hbs antigen addition test = showed measurement values decreased after adding antigen. Per the alinity I anti-hbs package insert, interpretation of results section which states an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p89 that has a similar product distributed in the us, list number 07p88, with 510k/PMA/bla number p050051. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. The data and information provided by the customer were reviewed and supported the complaint issue. A review of tracking and trending for the alinity I anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72169fz00. A review of the device history record did not identify any non-conformances or deviations with lot 72169fz00 and the complaint issue. The overall performance of the alinity I hbs assay was reviewed using field data from customers worldwide. The median patient result for the lot 72169fz00 is within +/-1sd of the established baseline, indicating the reagent lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. In this case, poor dilution linearity was observed, which could be indicative of an interference. The antigen addition test performed with the sample showed decreased values, confirming the presence of an interferent. Based on the investigation, alinity I anti-hbs lot 72169fz00 is performing as intended. No systemic issue or deficiency of the alinity I anti-hbs reagent was identified.

Event description:
The customer reported false reactive alinity I anti-hbs results generated by the alinity I processing module for a patient, which were inconsistent with the result from the previous year. No information was available regarding the patient¿s vaccination status or medical history. The following data was provided). On (B)(6) 2025 alinity I anti-hbs result = 108.4 miu/ml and 118.3 miu/ml (lot 72169fz00) on (B)(6) 2025 alinity I anti-hbs result = 102.4 miu/ml (lot 71600fz00). . Other result provided: on (B)(6) 2025: anti-hbc = 0.13 s/co (negative), hbeag = 0.4 s/co (negative), anti-hbe = 16.9 (negative). On (B)(6) 2025: hbsag = 0.01 iu/ml (negative). Previous (2024) anti-hbs result = negative. Update: on (B)(6) 2025, reference laboratory results were provided: reproducibility test = 108.28 miu/ml. Dilution linearity test = poor dilution linearity hbs antigen addition test = showed measurement values decreased after adding antigen. Per the alinity I anti-hbs package insert, interpretation of results section which states an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. There was no impact to patient management reported.